Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the tip of the indigo system (B)(4) was "defective". The defective (B)(4) was found prior to use and therefore, was not used in the procedure. It is unknown how the procedure was completed.